Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, stent damage occurred. The severely calcified, 90% stenosed lesion was located in the moderately tortuous left anterior descending artery (lad). During the attempt to cross the lesion with the 2.50x24mm taxus liberte drug-eluting stent resistance was encountered, and the delivery system could not cross the stent. One of the struts was found to be damaged. No patient complications were reported, and the procedure was completed with a different device. Patient status was reported as 'good.'

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing records have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The exact cause of the complaint could not be determined; therefore, the most probable root cause will be documented as operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulty. Other text : product unavailable for analysis.